Event description:
It was reported that a cancelled procedure occurred. An angiojet ultra system console and angiojet solent proxi catheter were selected for treatment of the target lesion. During the procedure while the device was in thrombectomy mode an error occurred and blood began leaking from the pump. Because of this, the procedure was immediately stopped. There were no patient complications.